Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophageal stricture performed on (B)(6) 2025. During the procedure, they tried to inflate balloon; however, the balloon would not inflate. The balloon was tested outside of the scope and a hole was noted. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.